Event description:
On 2/23/89 an aus device was implanted. On 5/22/89 the balloon and cuff were revised. On 11/7/96 a tandem cuff was implanted due to recurring incontinence. No components were removed from the pt or replaced.